Event description:
Customer reported that intermittently "they delivered too much insulin via the pump" leading to ongoing low blood glucose of 40mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.